Event description:
Customer reported receiving lost sensor alerts after the initialization period completed. Customer stated that he works in a printing plant with heavy metal pieces. No damage to the sensor was noted. Customer's current blood glucose reading is 210 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.